Event description:
Report rec'd from an opthalmologist of a corneal ulcer on the right eye of a pt. The doctor stated that it was probably freshlook colors but could not confirm this. No loss of visual acuity was reported but there was conjunctival redness and moderate pain. Local treatment (cicatrised eyedrops and antibiotics) was prescribed for 48 hours. No further info is available at this time.